Event description:
It was reported that biomed was looking to determine if just valves or complete fdl needs to be replaced. Would like to get part numbers for applicable items. Per follow up information received via task on 09dec2025, did a preventive maintenance and one of the ports were low so ordered parts to replace.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as air leaks in fluid delivery line. Would like to get part numbers for applicable items. Per follow up information received via task on 09dec2025, did a preventive maintenance and one of the ports were low so ordered parts to replace. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions are needed. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed looking to determine if just valves or complete fdl needs to be replaced. Would like to get part numbers for applicable items.